Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had seven bands attached, some bands were moved and overlapped. The handle slot had marks of insertion of the trip wire. The suture thread was broken, possibly during device removal. The ligator housing teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands on the ligator head were moved and overlapped. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension applied when trying to make the deployment of the bands. This situation moved the bands from their place as if twisting them, which clearly indicates inability of the device to deploy the bands. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions could have contributed to the reported event. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands were overlapped. A second speedband superview super 7 was used; however, the bands still overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands were overlapped. A second speedband superview super 7 was used; however, the bands still overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).